Event description:
It was reported that during a right hemicolectomy procedure, the surgeon selected to use a gold reload to fire low in the pelvis. The transection was made with a 10mm clear margin of the tumor distal to the transection. The tm noted that the cartridge and device were properly loaded before firing. The surgeon fired the stapler after waiting a minimum of fifteen seconds. The stapler knife blade was seen moving across the screen as the device was articulated at the time of firing. After releasing the firing trigger the knife blade was again kept in full view and returned back to its original housing. The sales rep then moved to the scrub nurse's station to assist her with a second reload. At this point the surgeon noted that something wasn¿t right. The sales rep could see on the screen that fecal matter was leaving the area that had been transected. The theatre team immediately suggested that the stapler might not have formed properly as no other reason could be agreed as to why a clean transection hadn't been achieved. The case was immediately converted to open with an additional time in theatre estimated to be ninety minutes. The specimen was inspected after that and clearly showed that the tumor was not fired on. An approximate gap of 10mm where no formed staples were seen was identified by the clinical team. This gap was identified as the possible area where the stapler had not formed correctly, resulting in the immediate leak. The sales rep inspected the specimen also. It was difficult to orientate a true 60mm staple line due to the quality of the specimen. A 10mm gap was seen. The event resulted in additional length of stay in theatre. The patient is stable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: consultant has never seen anything like this before and believes that the staple line failed or the stapler didn¿t form a true 60mm transection from distal to proximal end of reload. Patient was stable.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue?- transected just before tumor margin approx distal to the rectum. Tumor was inspected afterwards and it was agreed that the stapler was not fired across it as initially thought was it used on thick tissue? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. During which stroke did the event occur? As reported the device used was a powered 60 mm stapler where the firing sequence was continuous. What other color cartridges were used before and after this event? Gold. Was buttressing material utilized? If so, which product? None used. Was the instrument fired across or near an existing staple line or clip? Not reported. Were any unexpected noises heard? If so, when? No. The knife blade was observed to move across the screen in a smooth motion, no untoward audible feedback was heard were any of the forces higher or lower than expected (closing, firing, or opening)? None, I personally observed the scrub nurse load the cartridge in correct manor also. The device closed down properly as expected with not additional force required. Was there any difficulty removing the device from the tissue? None. Staples: were they unformed, malformed, please describe the shape. Uniformed but a 8-10 mm gap was observed on the specimen afterwards. Is there any other additional information you would like to share about this device or procedure? The patient was due to have this surgery 2 days before reported event but was cancelled. As such it was reported that they had not been bowel prepped for this procedure, a lot of fecal matter was released into the operative field when tear occurred, resulting in the case being converted to open what were the indications for surgery? Please be more specific?? Did the patient receive chemo or radiation therapy preoperatively? Unknown at this time how was the procedure completed?- converted to open with stoma. What is the current patient status?- unknown, I have just returned from al and I am very keen to find out. The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.